Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphoma.

Event description:
Patient's relative reported unknown side "lymphoma anaplastic large cell" against a breast implant device. The device has been explanted.